Event description:
It was reported that patient developed an infection of the wound while using the negative pressure therapy device. Preliminary facility investigation suspects improper tubing handling.

Manufacturer narrative:
.